Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 - 50 mg/dl; cause was not known. Reportedly, the customer stumbled and tripped over furniture resulting in hurting and bruising their shoulder. The customer adjusted their settings to address their bg and received x-rays while in the ER. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.